Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information. H6 adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required.